Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated post-implant. The ipg was explanted and replaced. After the ipg was explanted, it was successfully interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed a loose/detached antenna. Preliminary analysis revealed a no output and no telemetry condition. The device was opened and a visual inspection found the antenna was detached from the ceramic board. Analysis determined that the antenna fracture was initiated by an upward force on the antenna and/or the deflection of the printed circuit board (pcb) causing separation between the bottom pad and pcb along with ductile fracture of the microvias. The remaining top pad and single via was fatigued until overload and detachment. The presence of dried liquid spots on the fracture surfaces under the bottom pad and on the antenna body were consistent with the hybrid being initially damaged during hybrid manufacturing. Optical inspection showed similar pcb fracture surfaces on the top and bottom pads. Adhesive failure was observed between the epoxy and glass weave, but the majority of the pcb surface was indicative of cohesive failure within the epoxy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.